Event description:
It was reported that during an lavh procedure, there was an incomplete staple line. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.